Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. A manufacturing representative (rep) called today stating that the patient contacted him via phone to report seeing a "call hcp-por" message on the recharger. Pt reported that he felt stimulation stop at about 11:30 am today. Rep was able to confirm that it was an informational por message. Technical services (ts) reviewed that message could be cleared using the patient programmer. Ts walked mdt rep through steps. Mdt rep will contact patient and walk pt through those steps today. Rep didn't know if there had been any exposure to emi or medical tests today.